Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. However, the device identification was not possible since the drill was caught inside and markings were not visible. Device inspection revealed the following: the received drill and drill sleeve were received in a stuck state. Both were having signs of intense and frequent usage. They both could not be disassembled. This gives an indication that most likely a metal debris or bone residue is clogged inside the cannulation. A review of the labeling did not indicate any abnormalities. Since the devices could not be disassembled, it was not possible to determine the exact root cause of the complaint. However, visual evidence indicates towards a potential clogging of the cannulation by metal debris due to a long and intense usage. As the event suggests, that there was heat and smoke, it reflects towards possible clogging and subsequent jamming. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "when I was using the 3.1 drill for the axsos locking screw, there was a strange noise, heat, and smoke. I tried to remove the locking sleeve, but it was stuck with the tip of the drill and did not come off." Additionally reported: "saline was applied to cool the heat-generating part. Replaced with another drill tip and sleeve. The procedure was completed successfully."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when I was using the 3.1 drill for the axsos locking screw, there was a strange noise, heat, and smoke. I tried to remove the locking sleeve, but it was stuck with the tip of the drill and did not come off." Additionally reported: "saline was applied to cool the heat-generating part. Replaced with another drill tip and sleeve. The procedure was completed successfully."